Manufacturer narrative:
An investigation was carried out into the complaint. Following the information reported the patient sustained 1 stage pressure sores on both ankles after using dvt30 garments. It was reported that ice pack was applied and ulcers were not visible longer on the next day, but areas were still sore according to the patient. It can be established that the dvt prevention system consisting of flowtron excel pump and dvt30 thigh garments was being used for patient care when the event took place and in that way contributed to the outcome of the event. The system was not inspected, as it was reported that pump and garments were used after the incident and were not quarantined by the customers facility. No malfunctions were indicated that could have caused or contributed to the event. Following the above the dvt prevention system was found to have been up to the specification when the event took place, but it appears to contributed to the event due to a use error. The treatment with use of arjohuntleigh systems needs to be combined with an individualized monitoring program. Based on collected information to date, we believe that the pressure sores on patient's both ankles were a result of the tubing resting on the ankles and probably were not regularly repositioned. This was confirmed by the information included in the complaint "matched up where the tubing lays". This is an indication that the pressure points were at the same place for a certain period of time and finally resulted in pressure sores. In accordance to the flowtron excel instruction for use (IFU) (247933en_04) the tubing needs to be positioned away from the patient's limb: "garments should be positioned in such a way that they do not create any potential for constant pressure points on the patient's limb". Furthermore in the IFU for garments dvt30 contains crucial information (247908 s_07) that the garment needs to be regularly removed from the patient's limb. "Garments should be removed regularly to inspect the skin" by regularly checking of the condition of the skin, this eliminates the risk of skin indentations occurring. Based on the information provided the patient sustained 1 stage pressure sores on both ankles after garments usage. It appears to be highly unlikely that these pressure sores can be result of garments application while the device is used as intended and the patient is monitored as it is described in the IFU. This is shown by the absence of complaints volume with similar scenario when compared to the amount of sold devices. In conclusion, a lack of positioning of the tubes of both garments most likely contributed to the reported outcome of event, as described. Arjohuntleigh identified towards the customer staff the need to correctly fit the garment so as to avoid incidents of this nature occurring. We also advise in the IFU that patients using these garments are to be regularly checked / monitored to ensure therapy is being provided. We decided to report this event to competent authorities in the abundance of caution.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). This appears to be "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device contributed to the event. Additional information will be provided upon conclusion of the manufacturers investigation.

Event description:
On 05 may 2016 arjohuntleigh received a customer complaint where it was indicated that the staff took off dvt30 garments from the patient's legs and noticed stage 1 pressure ulcers on the patient's ankles (long and skinny) which matched up to the tubing of dvt30 full length garment. The staff placed gauze to pad the garment when they used them again.